Event description:
Add'l info received from reporter for report # mw5069876. Pt corrected part of address.

Event description:
Reporter said 2 years after he had surgery, he started having pain. He went to see a doctor and was told that the screws are broken. He said in (B)(6) 2014 they removed the top portion of the implants and left the bottom parts. He was told by his doctor that the explanted parts were sent to the MFR. The reporter contacted the MFR and found out that they never received the parts. He said the ceo of the company told him that it is unusual for the parts to break, and he told him he would file a report on his behalf. The reporter said he continued to have pain and also wondering what is in his body.